Event description:
I went to a lasik ctr advertizing 'throw away your glasses forever." I was told that nobody gets complications and don't worry, you're going to love it. I originally had monovision which made me very disoriented, and eventually I had acute vertigo. I had the monovision reversed hoping this would help. Within two days, I was hospitalized with intense vertigo that was even worse. I was nearsighted in one eye and farsighted in the other with induced astigmatism. My vertigo never stopped and I ended up permanently disabled. My prescription has never stopped drifting. Prescriptions have been changed every few months for nearly 5 years. I am wearing glasses because contacts were very uncomfortable with dry eye. They do not work very well or very long causing me horrible headaches and nausea from strain. Besides this my eyes are never comfortable and burn constantly. I have ectasia and may need a corneal transplant eventually. I've been diagnosed with binocularity problems and late onset nystagmus which seems to increase with refractive error. The laser was a bausch and lomb. This was never reported and the doctor never even examined me again, but told me it wasn't lasik related.